Event description:
It has been reported to philips that exposures were not possible due to image disk full errors. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that there was a "disk full" error and not being able to expose. Review of the log files shows disk bay error on the system. Upon troubleshooting the philips field service engineer (fse) checked the system onsite and found disk bay error. To resolve the issue, the fse replaced disk bay by implementing field change error in another work order. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.